Manufacturer narrative:
Add'l info has been requested and will be submitted within 30 days upon receipt. In addition, the device was reported to be available for analysis but has not been rec'd as of this writing.

Event description:
As reported by the customer via a voluntary medwatch report, during a coronary procedure, the physician was unable to obtain optimal stent placement with the cypher cxs18350 after deploying a cypher 2.5 x 28 mm distally. The stent's catheter was removed without deployment, and it was noted that the catheter shaft was fractured proximal to the stent. The product will be returned.